Manufacturer narrative:
One ventilator was returned for analysis of complaint that the high-pressure alarm was triggered during continuous mandatory ventilation (cmv) the event occurred before patient use at the facility. Visual inspection, functional test, and performance tests were performed. No defects were found in the appearance of the product. Device had previous repair of 0-ring replacement. During cycling test, it was confirmed that when the main switch of the main unit was switched to continuous mandatory ventilation (cmv) mode, oxygen continued to come out from the outlet without switching between exhalation and intake. The cause of the reported problem is unknown. It is possible that the problem caused by the o-ring itself, or by the entire intake manifold including the o-ring. The input manifold assembly was replaced to correct the issue. The device passed all functional tests after repair.

Event description:
It was reported that the high-pressure alarm was triggered during continuous mandatory ventilation (cmv) the event occurred before patient use at the facility. Investigation subsequently confirmed that when the main switch of the main unit was switched to cmv mode, oxygen continued to come out from the outlet without switching between exhalation and intake. This is a reportable malfunction.